Manufacturer narrative:
Update section h6. Imagery provided was reviewed and the following observations were made: patient had tortuous access vessel. Available information suggests that patient factors (tortuosity) and/or procedural factors (steep insertion angle/ excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. In addition, no relevant imagery was provided for review. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints for frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed. A review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'the sheath was inserted at a very steep angle due to the patient's obesity (skin of patient was very thick). Introducing the catheter into the sheath was described as challenging. Unusual high resistance during valve insertion through the sheath was felt. Sheath was seem damaged. Shortly before the valve was positioned in the anulus, it was seen that the frame was bent outwards. The direction of the bent was pointing outwards.' The steep insertion angle can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catching within the sheath shaft and resulted in the bent strut reported. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (steep insertion angle/ excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. A corrective/preventative action has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, resistance was felt during insertion of the delivery system and valve through the sheath. The sheath was noted to be damaged. During valve alignment, it was noted that the frame was bent outwards. A decision was made to implant the valve in the aorta. A second valve was successfully implanted in the native aortic valve. There was no injury to the patient.